Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump did not deliver the right amount of insulin. The customer's blood glucose value was 25 mmol/l at the time of incident. The customer changed the infusion set, reservoir, and insulin multiple times and noticed that the insulin flowing out of the pump was not the right amount. The customer did not receive any alarms such as no delivery. The customer's blood glucose value was 13 mmol/l at the time of call after a manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The no delivery alarm functioning properly. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.